Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, after the initial placement, the peg tube was pulled out of the stoma site by the physician when testing it to see if it was in place. It was decided to use a non boston scientific g tube and place it laparoscopically. There were no patient complications reported as a result of this event.